Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer called to report a pump error 130 alarm. The customer's blood glucose reading was 15 mmol/l. The customer was advised to disconnect from the device and revert to a backup plan. The device was replaced and returned.

Manufacturer narrative:
No unexpected insulin pump error alarms noted during testing. Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and active current measurement. No vibration during self-test and high sleep current measurement due to short from wp to battery tube ground on vibrator wiring harness. Device received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, faded serial number label, severe corrosion in battery tube, corrosion on all electronic assemblies, corrosion on force sensor assembly and moisture damage on motor assembly.